Event description:
Rptr comlains of ruptured and leaking gel implants, with breast numbness, peripheral neuropathy, positive afb culture from elbow, anxiety, depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, pain &/or burning sensation of chest, inflammation nerve damage, rapid deterioration, watery eyes, thyroid problems, chronic swelling, chronic pain, heat or cold sensitivity, raynaud's disease, frequent low grade fever, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, hysterectomy, decreased libido, substantial hair loss not connected with medications, frequent migraines/severe headaches, hypersensitivity to chemicals, molds, dust or pollen, unusual chronic infections in teeth, connective tissue disease, sjogren's syndrome, inflammation, swelling, pain/arthralgia, persistent joint stiffness, chronic swollen lymph nodes/lymphadenopathy, chronic unexplained muscle spasms, frozen shoulder, muscle pain and burning, fibromyalgia, myositis or polymyositis, fascitis, unexplained rashes, unexplained severe itching, chronic insomnia non-restorative sleep, vasculitis in legs, thoracic outlet syndrome, chronic fatigue syndrome, long-term extreme fatigue, granulomas or silicanomas, clumsiness/drops things, misjudges distance and runs into objects.